Manufacturer narrative:
No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the wireless module had an intermittent connection with the pump. There was no patient involvement and no patient harm/adverse event reported.